Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infected pocket. Symptom of fluid discharge from the ipg site incision was noted. It was also reported that the cause of infection was unknown and nothing happened during the revision that contributed to infection. The patient was placed on antibiotics. There was no suspected device malfunction. The patient underwent a revision wherein the ipg was repositioned. The patient was doing well postoperatively with good coverage.